Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and embedded device ("migration of implant/expulsion of essure device/migration of essure device location of device: embedded within the adhesions of the fundus,") in a 34-year-old female patient who had essure (ess205) (batch no. B23827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, headache and myomectomy. Concurrent conditions included body mass index normal, hypothyroidism, uterine fibroid, uterine inflammation, ovarian cyst and endometriosis. Concomitant products included levothyroxine. On (B)(6) -2007, the patient had essure (ess205) inserted. In 2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, 8 years 2 months after insertion of essure (ess205), the patient experienced scar ("scarring") and pelvic adhesions ("adhesions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("inconsistent cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, scar, pelvic adhesions, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, pelvic adhesions and scar to be related to essure (ess205). The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on 24-oct-2007: unilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, pelvic adhesions, abdominal pain lower most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received- new event scarring, adhesions, inconsistent cramping, abdominal pain were added. Pt of device dislocation updated to embedded device, and pt of perforation updated to fallopian tube perforation. Lot number, new reporter, patient information, concomitant and historical condition, concomitant medication, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and embedded device ("migration of implant/expulsion of essure device/migration of essure device location of device: embedded within the adhesions of the fundus,") in a 34-year-old female patient who had essure (ess205) (batch no: b23827-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation, headache and myomectomy. Concurrent conditions included body mass index normal, hypothyroidism, uterine fibroid, uterine inflammation, ovarian cyst and endometriosis. Concomitant products included levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, 8 years 2 months after insertion of essure (ess205), the patient experienced scar ("scarring") and pelvic adhesions ("adhesions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("inconsistent cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, scar, pelvic adhesions, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, pelvic adhesions and scar to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: unilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, pelvic adhesions, abdominal pain lower. Most recent follow-up information incorporated above includes: on 19-sep-2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.